Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery does not charge, despite the use of multiple usb cables and wall adapters resulting in pump shutting down. Customer¿s blood glucose level was 216-217 mg/dl. Reportedly, during troubleshooting with tandem technical support, the customer was able to charge the pump with original charging cable and wall adapter.